Manufacturer narrative:
H3 other text : the customer has not accepted the quote and no repairs were performed.

Event description:
Philips received a complaint on the mrx indicating that the an error was reported and the device was continuously alarming. There was reportedly no patient involvement. Remote support from the local philips customer support team was received, during which a quote was provided for diagnostic service. The customer did not provide the device¿s serial number and the device was not evaluated by philips or a representative of philips. The customer has not accepted the quote and no repairs were performed. This will be documented as a malfunction, the cause of which was not determined. Based on the information available there is insufficient information to confirm the reported problem. The local philips customer support team provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer has not accepted the quote and has not provided any additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.